Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin allergic reaction. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an adverse skin reaction associated with the use of a pod, characterized by redness, irritation, swelling, and infection localized to the cannula site. The reaction occurred following pod wear on the arm and was consistent with previous site reactions. Upon pod removal after wearing between 49 and 71 hours, the skin site appeared red and swollen beneath the skin. Medical attention was sought on (B)(6) 2026 through a scheduled dermatology appointment at a hospital. The visit lasted approximately 30 minutes. The dermatologist diagnosed an allergic reaction to the pod adhesive with an associated local infection at the cannula site. Treatment recommendations included application of a topical cream from the pharmacy; however, the patient had not yet obtained the medication at the time of follow-up and was unable to provide the product name.